Manufacturer narrative:
Ate sent to the FDA: 01/07/2021. Additional b5 narrative: it was reported that the patient underwent mesh revision on (B)(6) 2018, due to left recurrent inguinal hernia.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent left inguinal hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient experienced chronic groin pain and increased pain with an erection and during intercourse. No additional information is provided.